Manufacturer narrative:
The following fields were updated due to additional information: d.9: device available for evaluation:yes. H.3 device eval by manufacturer: yes. D9: returned to manufacturer on:05-dec-2025. Investigation summary: bd received 2 photos and 96 samples for investigation. The customer provided two photos showing devices with the hub separated from the collar. Out of 96 samples received, 20 returned samples were randomly selected and inspected for hub/collar separation and defective locking mechanism; three of these samples failed due to the hub being separated from the collar. Additionally, 20 retained samples were inspected for hub/collar separation and defective locking mechanism; all samples passed, as the safety shields were able to be activated properly with no signs of damage, device separation, or needle breakage. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: hub/collar separation. Based on a review of batch records, and investigation results no root cause from manufacturing was identified as a contributor. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that before using the bd vacutainer® eclipse¿ blood collection needle, hub/collar separation occurred on an unspecified number of units. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
E.1. Initial reporter facility name: (B)(6). E.3. Other occupation: leader of the quality team of the inspection department. G5: additional PMA / 510(k)#: k982541. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before using the bd vacutainer® eclipse¿ blood collection needle, hub/collar separation occurred on an unspecified number of units. No adverse impact was reported regarding the patient or user.